Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly at the time of performing the drilling to put the screw into the acetabular cup, the handles are split, an act that occurs frequently in each procedure. Surgery was extended greater than 30 minutes.